Event description:
It was reported that the patient received a vibratory alert for eri being reached. Review of session record revealed drastic drop in battery voltage with high current drain. Premature battery depletion suspected. The device was explanted. Patient was well.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment and high current was detected. The high current was found to be due to an anomalous capacitor.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.